Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint regarding the black wire being damaged was confirmed by failure analysis.

Event description:
It was reported that during central processing, maryland bipolar forceps (mbf) black wire insulation was peeled off. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the internal wire was not exposed due to damaged insulation. After the completion of the last procedure, the instrument was inspected with no damage. The surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure. There was no sign of thermal damage at site of the conductor wire breakage. There was no patient injury.